Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082641) on 28-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain") and autoimmune disorder ("developed autoimmune disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam, ibuprofen (motrin), lactobacillus acidophilus (acidophilus), levothyroxine, paracetamol (tylenol) and tetracycline. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("heavy long menstrual cycles"), dysgeusia ("metal taste in mouth"), abdominal distension ("abdominal swelling"), alopecia ("loss of hair"), headache ("severe headache"), infection ("multiple infections") and feeling abnormal ("brain fog") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she underwent essure removal on (B)(6) 2018). At the time of the report, the pelvic pain, autoimmune disorder, menorrhagia, dysgeusia, abdominal distension, alopecia, headache, weight increased, infection and feeling abnormal outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, autoimmune disorder, dysgeusia, feeling abnormal, headache, infection, menorrhagia, pelvic pain and weight increased with essure. The reporter commented: serious injury criterion: disability/permanent damage, other serious (important medical event) and event date (B)(6) 2009 were reported, but not specified and/or assigned to one of the events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082641) on 28-jan-2019. The most recent information was received on 03-may-2019. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain") and autoimmune disorder ("developed autoimmune disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam, ibuprofen (motrin), lactobacillus acidophilus (acidophilus), levothyroxine, paracetamol (tylenol) and tetracycline. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("heavy long menstrual cycles"), dysgeusia ("metal taste in mouth"), abdominal distension ("abdominal swelling"), alopecia ("loss of hair"), headache ("severe headache"), infection ("multiple infections") and feeling abnormal ("brain fog") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she underwent essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, menorrhagia, dysgeusia, abdominal distension, alopecia, headache, weight increased, infection and feeling abnormal outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, autoimmune disorder, dysgeusia, feeling abnormal, headache, infection, menorrhagia, pelvic pain and weight increased with essure. The reporter commented: serious injury criterion: disability/permanent damage, other serious (important medical event) and event date (B)(6) 2009 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.